Event description:
It was reported that during laparoscopic appendectomy, right lower salpingo procedure the blade tip of the device broken off. After extensive searching, they could not find the blade tip. X-ray was used and they found the blade in the right lower quadrant of the patient. The surgeon decided to leave the piece in the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis; should the information be provided later, a supplemental medwatch will be sent. Event date - unknown, assumed 1st day of month ((B)(6) 2013) that complaint was reported.